Event description:
Caller states he tested 5.0 inr on the coaguchek sx system while a comparison lab returned as 3.0 inr. Coumadin was held prior to running comparisons. Caller was treated by physician based on lab value; no actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.